Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump. Additional text: unknown pump showed no flow on lvgram. Specific component(s) involved: other component malfunction, specify. Additional text: other component: unknown lvgram showed no flow through pump. Pump not explanted at death. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): none. Other intervention: implant device type: both (in the same or visit). Malfunction device type: lvad.